Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there is fluid under the lcd display. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics assembly. The motor has moisture damage. Unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.